Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Correction to b5 to clarify event due to information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the faulty circuit boards could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii video system center device was returned as part of the asset return process. During inspection, the device had a black screen (no image) and color bars displayed due to a circuit board failure. There was no procedural or patient involvement in this event.

Manufacturer narrative:
The device was returned to olympus as an asset return and the evaluation findings concluded a printed circuit board failure; this failure also caused there to be color bars on the image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii video system center device was returned as part of the asset return process. Asset board failure. There was no procedural or patient involvement in this event.